Event description:
It was reported that the insulin pump is overdelivering insulin. Customer noticed that the insulin pump made a sound; delivered a bolus that was not programmed. Customer suspended the insulin pump. The blood glucose reading is in the 80's. After troubleshooting, the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.